Event description:
It was reported that a user experienced high blood glucose while using the ilet after a prior infusion site came off and a subsequent site change was performed, with ongoing hyperglycemia despite announcing and eating dinner; support then guided the user through a full supply change to ensure insulin delivery resumed and arranged a follow-up to verify blood glucose improvement. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and user education. Investigation included remote troubleshooting and guidance through a complete supply change to address potential delivery interruption. Investigation of this case revealed that the specific cause of hyperglycemia was unclear, with potential contribution from infusion site or supply-related insulin delivery interruption. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.